Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that each reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, while on pulmonary artery resection, the stapler and reload could not be normally fired. The surgeon was able to press the green button but could not squeeze the handle. The director tried for 4 times, two handles and two reloads replaced but still could not be normally fired, leading to rupture of the pulmonary artery. There was tissue damage reported and the incision was extended more than 1 inch. Additional operation was performed to correct the issue and surgery was prolonged to treat bleeding resulted in an extended hospital stay of 2 days. The stapler was replaced from another manufacturer to complete the case.